Event description:
It was reported that the cpu and cable were not functioning properly. No adverse consequence reported.

Manufacturer narrative:
Parts ordered on behalf of the user facility. User facility could not be contacted to verify failure. If additional information is obtained indicating that is not a risk, a follow up report will be filed.